Manufacturer narrative:
This report is filed may 26, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the device was explanted on (B)(6) 2014, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.